Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lost water tightness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue / off center was due to misalignment of coupler unit. The lost water tightness was due to damage on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using a camera head, when the optic was put on, the circle at the base of the optic was visible on the screen. There were no report of patient harm.